Event description:
It was reported the display is faulty. There are pixels missing and a white, vertical line on the right side of the bottom screen. The epg (external pulse generator) was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was missing segments. It was also noted that the upper and lower case halves were broken, the ring cover was contaminated, one bail was missing and one was bent, the battery drawer was contaminated and had tool marks, the keyboard window was scratched and the serial number label was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.